Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/03/2017 a medtronic representative performed a navigation system planned maintenance (pm). Hardware and software tests failed. Return requested for suspect axiem power/data external cable. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a planned maintenance (pm) it was found that the axiem was working intermittently. The dvd rom drive does not work. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.